Event description:
It was reported that the patient presented to the hospital experiencing syncope. Upon interrogation, the right ventricular (rv) lead exhibited damaged, loss of capture and noise oversensing which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.